Manufacturer narrative:
Concomitant medical products: product ID: 8596sc, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Product ID: 8598a, serial #: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2019, product type: catheter. Other relevant device(s) are: product ID: 8596sc, serial/lot #: (B)(4), ubd: 18-oct-2020, UDI #: (B)(4). Product ID: 8598a, serial/lot #: (B)(4), ubd: 20-dec-2020, UDI #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacture representative regarding a patient receiving unknown drug via an implanted pump. The indication for use was spinal pain. It was reported the patient had pump replacement for normal eri back in (B)(6) 2019. The patient was healing post op but then in the last few weeks developed infection necessitating replacement of catheter and relocating the pump to a new pocket. It was noted the patient was a smoker and a diabetic. After the replacement and reposition it was noted the issue was resolved. The infected devices were discarded by the customer.